Event description:
It was reported that there were high impedances. A lead revision was scheduled for (B)(6) 2013. Thirteen days later, it was reported that ¿stimulated¿ was replaced along with a revision of the lead from ¿midline to pocket.¿ this statement was not explicitly clear, but the information suggested that the stimulator was removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v667636, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).